Manufacturer narrative:
After further review of additional information received, it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and perforation of the small bowel. The patient reported becoming aware of filter tilt, inferior vena cava perforation, perforation of organs, approximately eleven years and five months post implant. The patient also reported anxiety related to the filter. According to the medical record the patient history is noted for chronic back pain, narcotic dependence with a history of addition and had undergone detox. The patient presented to the hospital with fever, altered mental status and right leg/knee swelling. It was initially thought to be a septic joint, but aspiration cell count was not consistent with the diagnosis. The hospital course was complicated by several factors: high fevers, white count and acutely delirious, an abnormal electroencephalogram and positive for mrsa in the blood. Prior to being taken to the operating room for debridement, the patient was noted to have deep vein thrombosis and pulmonary embolism, as such an ivc filter was indicated. The filter was placed via the left common femoral vein and deployed in the infrarenal portion of the ivc without complication. The patient tolerated it well. Approximately eleven years and five months post implant a computed tomography (CT) scan was performed to evaluate the filter. The proximal filter apex was central within the ivc, with minimal anterior and medial tilt of the proximal/cranial ivc filter. There was anterior bulging of the filter, with abutment of the dorsal aspect of the third portion of the duodenum. The distal apex of the ivc filter was immediately adjacent to the left lateral wall of the ivc with less than 1mm between the distal filter apex and the left lateral wall of the ivc. An additional review of the scan noted that there was small bowel perforation, but there was no evidence of an ivc perforation. The filter was at an 11-degree tilt and there was no fracture, stenosis or migration. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Perforation of the small bowel was reported, however with the conflicting CT reports, the event could not be further clarified. The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of pulmonary embolus with deep vein thrombosis while on coumadin and lovenox, chronic back pain (planned surgery), acute delirium, prior narcotic dependency, right lower extremity cellulitis, fasciitis, right leg swelling, knee swelling and septic. The patient's hospital course was complicated by high fevers and delirium. The patient was found to have mild atherosclerotic plaque in his right superficial femoral artery. Also noted was echogenic non-occlusive thrombus in the right popliteal vein. Prior to the filter index procedure there were several scattered small foci of decreased activity in the periphery of both lungs, greatest in the right upper lobe. These were somewhat wedge shaped and one in the middle lobe was less conspicuous on ventilation. It was a high probability that these were pulmonary emboli. While hospitalized the patient had a drainage procedure and a filter implanted. Using fluoroscopic guidance the filter was placed into the infrarenal area of the inferior vena cava without complications. The patient tolerated the filter procedure well   the results of computed tomography (CT) scans done approximately eleven years and five months after the index procedure indicate that the filter was expanded. The proximal/cranial most tip of the ivc filter was approximately 2 mm distal to the inferior aspect of the right renal vein. The proximal filter apex was central within the ivc, with minimal anterior and medial tilt of the proximal/cranial ivc filter. There was anterior bulging of the filter, with abutment of the dorsal aspect of the third portion of the duodenum, but without evidence of strut fracture, fistula, or stranding of adjacent fat. The distal apex of the ivc filter was immediately adjacent to the left lateral wall of the ivc with less than 1mm between the distal filter apex, and left lateral wall of the ivc. There was small bowel perforation, but there was no evidence of a ivc perforation. There was no evidence of extension beyond the ivc wall. The filter was at a 11 degree tilt. There was no fracture, stenosis or migration. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt, inferior vena cava perforation, perforation of organs, fear and anxiety. The patient became aware of the reported events approximately eleven years and five months after the index procedure. Although the ppf stats that there was perforation of the ivc, the CT scan specifically stated that there was no evidence of a ivc perforation.

Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. The device remains implanted and is not available for evaluation. Please note that the contact in section e is not a medical professional but a more accurate choice is not available. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and perforation of the small bowel. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Perforation of the small bowel was reported, however with the limited information provided the event could not be further clarified. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury, damage including, but not limited to specific evidence that the filter is tilted and perforates the small bowel. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.